Event description:
It was reported that the customer experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support who provided instructions for a complete pump reset. After resetting, the issue was resolved, and the customer successfully restarted their sensor session.